Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer believes that he did not eat enough food, which may have caused his low glucose. Troubleshooting was performed. Reviewed the programming, and the insulin pump was accounting properly for the boluses, basal rates, and daily totals. The caller stated that the reservoir is showing the same amount of insulin as shown on the status screen, and the reservoir was not manipulated while connected. Performed the displacement test and the test passed. The customer stated that the insulin pump was not exposed to an MRI. Advised the caller to contact his doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.